Manufacturer narrative:
The device is in process of being returned for evaluation, and the investigation is ongoing. Once we have additional relevant information it will be submitted in a supplemental report.

Event description:
Complainant alleges "to begin cauterization, it is necessary to press the green button after opening the lid. However, in this case, the button was already recessed from the beginning, making it impossible to initiate the cauterization. The procedure was completed with the replacement. No adverse health consequences to the patient occurred."

Manufacturer narrative:
The device was returned for evaluation. Root cause is determined to be a failed battery inside the device, that was unable to deliver power to the unit, corrosion that caused the brass rod to erod, which caused the green button to be pressed in. Further analysis into what caused the battery to fail is unable to be determined at this time. If any additional relevant information is identified it will be submitted in a supplemental report.